Event description:
Nurse noted tiny air bubbles in tubing below the secondary piggy-back connection. IV had infiltrated and a small amount of crepitus was felt at site. Co is still investigating this. Pt has been discharged.